Event description:
As reported by the user facility: incident description: b braun with multiple 'air bubble' alarms during blood transfusion of 1 unit prbc over 2h. Trouble shooting measures included, lowering infusion rate, removing IV line out of pump and re-insert, changed to new pump with same issues, change to new piv. Buddy rn and crn in to assess/assist and troubleshoot with same issues. Second rn needing to remain next to pump and deal with continuous air bubble alarms by multiple re-prime, then re- start which would only last a few minutes before 'bubble' issue would begin again. Patient in critical condition, need to complete several tasks all while in droplet isolation room. To complete transfusion, one rn needing to stand with pump and deal with continuous issue. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.